Event description:
It was reported that the patient arrived at the clinic via air transportation and remained on extracorporeal membrane oxygenation (ECMO) therapy throughout the night without any issues. The next day, the patient was scheduled for surgery and was transferred from the intensive care unit to the operating room. Upon arrival in the operating room, the console displayed error s3. The patient proceeded into surgery. While the patient was in surgery, the head nurse contacted abbott, who advised replacing the motor, since the motor involved in the event had shown abnormal behavior couple months earlier. It was confirmed that the failure originated in the motor and not the console. The motor was taken out of service and would be sent to technical support. The issue resolved after replacing the motor.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.